Manufacturer narrative:
Manufacturing device history record review was not performed because it is not relevant to this assembly error. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found a problem with the rotary flow valve. The root cause of the reported issue was found to be an assembly error per rend tnd-00128. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that the devices were found to have the tidal volume rebound problem. No patient injury reported.